Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s blood glucose level was 40 mg/dl. Customer stated that she inserted sensor a couple days ago maybe and today received a change sensor alert. Customer stated they received sensor updating and change sensor and ate and delivered bolus to correct for carbohydrates and 2 hours later blood glucose level was 40 mg/dl. Customer stated blood glucose was 195 mg/dl when the change sensor alert occurred. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.